Manufacturer narrative:
Image analysis: two images were provided for review: image 1: an image of a resolute integrity shelf carton was provided for review. The lot number on the shelf carton matches the lot number reported. Image 2: a blurry image of what appears to be the distal end of a stent device was provided for review. There appears to be stent deformation in the proximal-mid region. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one resolute integrity coronary drug eluting stent (des) deformed in vivo during positioning /advancement. The lesion being treated was moderately tortuous, moderately calcified with 90% stenosis, located in the proximal first marginal branch. The device was inspected prior to use and negative prep was performed with no issues. A radial approach was used, with a 6f non-medtronic (mdt) introducer. A 6f non-mdt guide catheter was used, and a 0.014 non-mdt guidewire crossed the marginal branch. The lesion was pre-dilated using a 1.0x10mm non-medtronic balloon. A second non-mdt guidewire was passed to the circumflex artery with a non-mdt balloon to perform the anchoring technique to provide better support. An attempt was made to implant the resolute integrity des which was unsuccessful in crossing the lesion. Resistance was not encountered when advancing the device. Excessive force was not used. When the stent was removed for a new attempt, a fracture of the stent strut and deformation were observed, and it was decided to replace the stent. The procedure was completed successfully using a 2.25x16mm non-medtronic stent. Final image showed timi iii with absence of residual lesion, and stent well expanded. There was no medical or surgical intervention needed to prev ent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device returned for evaluation. Kinks were observed on the hypotube. The stent was positioned on the balloon between the marker bands in accordance with positioning specification. However, due to proximal and mid stent deformation the stent did not meet visual acceptance criteria. Gross deformation was evident to the stent wraps with struts raised and overlapping. No deformation was evident to the distal tip. There was no fracture evident. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.